Manufacturer narrative:
Reported event: pi reported rob123 had "crisis" errors during arm status check before patient entered the room. Rob059 and gm059 were used instead with no delay or adverse consequence to patient. Method & results: device evaluation and results: catalog #: 209999. Lot #: rob123. Device history review: rio 123 was released on dec. 09, 2010 with (B)(4) checklist passed. Device evaluation: the log review shows arm status check completing as successful. No errors or warnings were found during the check. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the crisis error during arm status check. There have been no other events for the referenced rio123 lot number. Conclusions: the event could not be confirmed. The log review shows arm status check completing as successful. No errors or warnings were found during the check. No delay or adverse consequence to patient occured.

Event description:
A surgeon was scheduled to perform a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Prior to the patient entering the room, it was reported that rob 123 displayed crisis errors during arm status check. Rob059 and gm059 were brought in and case was finished successfully with no delay or adverse consequences to patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was scheduled to perform a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio).prior to the patient entering the room, it was reported that rob 123 displayed crisis errors during arm status check. Rob059 and gm059 were brought in and case was finished successfully with no delay or adverse consequences to patient.